Manufacturer narrative:
Findings: unit powered up properly. No blank display noted. All operating currents are within specifications. Unit passed self- test and displacement test. Cracked case at display window corners noted. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 291 mg/dl. The customer stated that there is a crack on the front left side above the medtronic logo. The customer does not know the how damage occurred but she dropped it twice before. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.